Manufacturer narrative:
One device was returned for evaluation. The failure mode ¿broke in two¿ was confirmed. Visual inspection identified that the device spirals were completely unwound which is consistent with the drill having been put in reverse. The instructions for use state: ¿never use the drill in reverse rotation. Only use the drill in forward rotation. Using the drill in reverse rotation may result in patient injury and/or failure of the instrument.¿ a review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the drill broke in two during surgery. The broken piece was retrieved from the surgical site. There was no significant delay and the case was completed with a backup device. There were no patient injuries or complications reported.